Manufacturer narrative:
(B)(4).

Event description:
The physician was using a resolute integrity stent. The device was inspected before use with no sign of damage. Lesion was not pre-dilated. Resistance was noted while advancing the resolute integrity device to the lesion. Noticeable calcium present. It was reported that the stent deformed during delivery to the treatment site. A non-medtronic was used to complete the procedure. No patient injury reported.